Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are hrs and hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 a patient, who had a periprosthetic fracture of the femur repaired on an unknown date, underwent a corrective osteotomy revision and plating surgery. It was reported that during the original surgery, the fracture was not properly reduced and the bone was mal-aligned. The explanted devices include one plate, eight screws, and five cables. The cables were reportedly a competitor's device. There were no delays or surgical complications reported. Patient status was noted as fine at the end of surgery. This report is 2 of 9 for (B)(4).